Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited residual liquid or foreign material coming out of channel tube, a liquid that dripped from the light guide bundle, the grip, the up/down angulation lever plate plate and the universal cord were sticky and the joint section between bending tube and distal end was not secured. There was no patient involvement.